Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through cap occurred with a syringe 0.5ml 28ga 1/2in bls 500cas ca. The following information was provided by the initial reporter, "reapplied cap after drawing up insulin and needle came through cap and needle stick occurred."

Event description:
It was reported that a needle through cap occurred with a syringe 0.5ml 28ga 1/2in bls 500cas ca. The following information was provided by the initial reporter: "reapplied cap after drawing up insulin and needle came through cap and needle stick occurred."

Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 12.7mm, 28g bd insulin syringes in a sealed blister pack from lot # 8085769. Customer states that they reapplied the cap after drawing up insulin and needle came through cap and needle stick occurred. The returned syringe was examined and no bent cannula or cannula through the shield was observed. No exposed cannula was observed. No defects were observed on the returned sample. A review of the device history record was completed for batch# 8085769. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.